Event description:
Boston scientific crm received information that this right atrial (ra) lead became dislodged. Upon attempting to reposition the lead, the physician experienced difficulty repositioning and reaffixing the lead. As a result, this ra lead was explanted, and a new ra lead was successfully implanted. No adverse patient effects have been reported.